Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID (B)(4) lot# va18r5a serial# implanted: explanted: product type lead product ID (B)(4) lot# va18r5a serial# implanted: explanted: product type lead. Additional review determined conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s device had abnormal impedances. It was also reported that this issue has been present since initial programming. It was noted that the hcp believed the surgical notes state impedances were normal at ins implantation. Interrogation results from initial programming session on (B)(6) 2016 below. Left lead ¿ some out of range c<(>&<)>1: 2354 ohms c<(>&<)>2: 2384 ohms 0<(>&<)>3: 34 ohms 1<(>&<)>2: 4209 ohms right lead ¿ all out of range c<(>&<)>8: 2752 ohms c<(>&<)>9: 2408 ohms c<(>&<)>10: 2608 ohms c<(>&<)>11: 2354 ohms 8<(>&<)>9: 4906 ohms 8<(>&<)>10: 5358 ohms 8<(>&<)>11: 5105 ohms 9<(>&<)>10: 4893 ohms 9<(>&<)>11: 4680 ohms 10<(>&<)>11: 4710 ohms group impedance left: 2144 ohms, 0.967 ma right: 768 ohms, 3.527 ma programming left c,0-,1+,2,3 2.0 v (0.0 ¿ 2.2 v), 90 microsec pulse width right c+,8,9-,10-,11 2.7 v (0.0 ¿ 2.9 v), 90 microsec pulse width

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.